Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 7.0 mmol/l. The customer stated that the reservoir compartment has sheared away due to wear and tear. The customer stated that the device has not been dropped or bumped. The was advised to remove the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip. The insulin pump had a cracked battery tube threads, minor scratches on lcd window and cracked case on display window corners.